Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarm. The customer's blood glucose level was unknown. The customer was able to complete insulin pump rewind and passed the self test. The customer declined troubleshooting for failed battery test. Insulin pump will not be returned for analysis.